Manufacturer narrative:
Root cause: oversight / human error from ny-prorepair which caused the defective handpiece to be returned back to the customer.

Event description:
The patient was having some treatment done requiring a handpiece, as the doctor was drilling in the patient's mouth the handpiece fell apart and numerous pieces went flying in all directions in the patients mouth and cut the inside of the patient's mouth in the lower palate. No special attention was needed. Patient was given a medicated oral rinse for some home care. No follow ups were scheduled. Patient seems to be okay, have not heard from him since the incident.